Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-04492. It was reported during an ablation treatment procedure, insufficient roll off occurred. The target lesion was located in the "hcc." During radio frequency ablation (rfa) using a 5.0/13/15 leveen needle the wattage was increased; however, no signal of roll off was observed. The leveen needle was removed from the patient and then reinserted to the target lesion and again there was no roll off that occurred after 15 minutes. No patient complications were reported and the procedure was completed with another same device. The patient status is stable.